Event description:
It was reported that the right ventricular (rv) lead had high thresholds, no capture, noise, sensing integrity counter (sic), and impedance variation. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).